Event description:
It was reported that, "original thr in 1989. First revision occurred in 2005 and implant info is not available. Pt had ongoing hip infection since 2005 revision, and had removal of hardware and antibiotic space placed in 2006. Second revision (surgery for which she was recruited) occurred in 2008 with stryker implants."

Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional information, a supplemental report will be issued.